Event description:
It was reported that on (B)(6) 2002 the patient presented for surgery. Per the op report, he suffered an injury to the low back at work with subsequent severe pain in back and legs, ¿particularly on the left side¿. Also per the op report, MRI documented l4-5 herniation with extrusion, and l5-s1 central and left herniation. He did not improve with nonoperative care. On this date, the patient underwent l4-5 and l5-s1 pl fusion with morcellized autograft taken from l4-5 laminectomy and facetectomy. Instrumentation with cd horizon was used to stabilize levels l4 ¿ s1. On (B)(6) 2003 the patient underwent l5 ¿ s1 diskectomy and alif to treat lumbar pain shooting into left leg which had severely worsened over the previous 6 months.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.